Event description:
Groshong infusa port inserted for administration of chemotherapy. When administration of chemotherapy attempted, swelling aroung port noted. Chest fluroscopy performed dwhich showed fractured port with fragment lodged in right atrium and ventricle. Fragment retrieved during transvenous removal, however, pt experienced a tachycardiac arrhythmia during manipulations within the heart. Admitted for 24 hour observation with telemetry. Discharged with no further problems.